Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the sensor reading was not close to his actual blood glucose level. Customer's blood glucose level was 37 mg/dl but his sensor glucose reading was 77 mg/dl. The sensor did not beep that his blood glucose level was low. The customer ate some carbohydrates to bring his blood glucose level up. The device was not returned.